Event description:
The pt reported that several years ago, they were diagnosed with a granuloma. The pt recently underwent an MRI after experiencing new pain. The MRI revealed no granuloma was present.

Manufacturer narrative:
.